Event description:
It was reported that the sensor-to-app pairing for a freestyle libre 3+ sensor with the ilet mobile app failed, prompting a support call during which the user was guided to rescan the sensor and subsequently observed the sensor warmup screen on the ilet, indicating restored connectivity. No clinical signs, symptoms, or conditions were reported. Outcomes included successful reconnection and return to expected function after user-guided troubleshooting. User support included remote technical troubleshooting and education to rescan and re-establish the sensor connection. Investigation of this case revealed a resolved communication or pairing issue between the sensor and the ilet mobile app, with normal function resuming after the rescan. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity re-establishment through standard troubleshooting.